Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced damage to infusion set line on (B)(6) 2024. The blood glucose level was 500 mg/dl at the time of event. The infusion set was in use for some minutes. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.